Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncope and low heart rate due to loss of capture (loc). The rv lead was found to be dislodged confirmed via lead measurements and x rays. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned.